Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient had a trial lead implanted due to ineffective stimulation from their current lead. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which a additional lead was added, resolving their issue.